Event description:
This was a diagnostic case. The pt was not obese. Mild calcification, but no tortuosity or scarring was observed. The initial access puncture was satisfactory. The axera device was successfully deployed. An angiogram of the groin revealed some leakage around the sheath, which the physician believes was the pilot hole leaking. Pressure was held for 5 minutes to stop the leakage at which point it subsided. The physician chose not to administer anticoagulants and postponed the intervention to another day. Hemostasis was achieved in 10 minutes and the pt recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. An angiogram of the groin received confirmed the description of the event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU) was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.